Event description:
It was reported that the device exhibited a "cassette error when latch is closed". There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. No relevant events were recorded in the event history log. An nda test was performed during the functional testing and no cassette issue was found. No repairs were performed at this time. A cause of the issue was unable to be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.